Event description:
It was reported that post implant, the patient had a cough attack following lead testing. After the cough attack, it was reported that the right atrial (ra) lead had shifted positions and had high thresholds. The pocket was reopened and the ra led was re-positioned. The ra lead remains in use. No patient complications have been reported as a result of this event.